Event description:
While polishing a filling the patient jumped. The doctor observed a small thermal burn on the patient's buccal mucosa. The burn occurred where the head of the handpiece was touching the patient's inner cheek. The burn was minor, and the patient is reported to have healed normally without need for additional medical treatment.